Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer's site. The fse checked fluidic tubing, resulting within specifications. The fse tested dry, wet water and wet wash1, resulting within specifications. The fse replaced reservoir bulk fluid of acid and base and wash1. The fse checked the distribution of acid and base, vacuum, volume control for all reagent probes and sample probe, resulting within specification and ranges. The cause of the (B)(6) surface antigen results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, (B)(6) surface antigen results were obtained on a patient sample on an advia centaur xp instrument. The initial result was not released. The customer repeated the same sample on the same adiva centaur xp instrument, resulting elevated. The customer repeated the same sample on the same advia centaur xp instrument, resulting lower. The customer tested a new sample on the same advia centaur xp instrument resulting elevated. The customer repeated the new sample, resulting lower. The customer did not report any results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, (B)(6) surface antigen results.